Manufacturer narrative:
The returned device was analyzed and the reported allegations of erosion was not confirmed. Based on a review of all available information, the cause of the reported event could not be determined.

Event description:
It was reported that the patient underwent a revision procedure due to erosion with an artificial urinary sphincter (aus). The aus cuff was explanted.

Event description:
It was reported that the patient underwent a revision procedure due to erosion, and frequent and painful urination with an artificial urinary sphincter (aus). The aus cuff was explanted. The erosion was identified by retrograde urethrography and flexible urethroscopy.

Manufacturer narrative:
Describe event or problem - updated. Patient codes - updated. The returned device was analyzed and the reported allegations of erosion was not confirmed. Based on a review of all available information, the cause of the reported event could not be determined.

Event description:
It was reported that the patient underwent a revision procedure due to erosion with an artificial urinary sphincter (aus). The aus cuff was explanted.